Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a laser enucleation of the prostate procedure, the fiber broke. It was noted that the fiber had been used two times prior to this procedure, and the fiber was not broken before use in this procedure. There were no patient complications. Boston scientific has been unable to obtain additional information regarding procedure outcome despite good faith efforts.

Event description:
It was reported that during a laser enucleation of the prostate procedure, the fiber broke. It was noted that the fiber had been used two times prior to this procedure, and the fiber was not broken before use in this procedure. There were no patient complications. Boston scientific has been unable to obtain additional information regarding procedure outcome despite good faith efforts.